Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported stent dislodgment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an unspecified moderately calcified peripheral artery. An 8.0 x 39 mm omnilink elite vascular balloon-expandable stent system was used and did not meet any resistance during advancement. However, the stent dislocated from the stent system; therefore, it was implanted in healthy tissue. Another unspecified omnilink elite stent system was then used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.